Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. No follow-up was possible as the reporter refused to provide any contact or personal information. The reporter could not remember when the alleged inaccuracy issue started and no results were provided for the subject meter or the comparative (emergency medical services) meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with a combination of medications including levemir insulin. The reporter stated that no changes were made to the patient¿s normal diabetes management routine following the start of the alleged issue. The reporter alleged that as a result of the meter reading inaccurately, the patient developed symptoms of ¿out of his mind¿ and ¿can¿t speak¿; she was unable to recall when this occurred. She reported that the patient was treated by paramedics with glucose tablets/glucose gel. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial and the reporter confirmed that the patient had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. She refused replacement products. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining alleged inaccurately high blood glucose results on the meter and following his usual diabetes regimen.